Event description:
Alleged the bed will not send a priority bed exit signal when the pt positioning monitor alarms at the bed.

Manufacturer narrative:
The facilities maintenance replaced the sidecom board to repair the bed.